Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that during a "code blue" and when attempting to run dobutamine drip, the pump "kept getting a pump error." It was noted that the clinicians "took the third channel to get it to run" and the "team moved swiftly so no harm from this. Not sure we can really do any follow up without the equipment." Although requested, no additional information was provided regarding the "pump error." There was patient involvement but no harm.